Event description:
The user facility reported that a portion of the sheath became partially separated during removal after a procedure. Reportedly, the partially separated section was still connected via the inner coil wire allowing the entire device to be removed via the access site without further intervention. The procedure was completed successfully and there were no pt complications.

Manufacturer narrative:
Results - based upon eval of returned sample and user facility info; based upon testing of reserve samples. Conclusions - based upon testing of reserve samples. The failure investigation was based on assessment of user facility info, returned and retained samples. The procedural notes from the user facility did not provide any info about the reported sheath separation. However, they did confirm the device catalog number and successful completion of the procedure with no pt complications. Visual examination of the return sample confirmed that the sheath tubing had been stretched and then eventually separated into 2 pieces. However, the inner coil wire remained intact connecting the sheath tubing sections together. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the available info is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. There is no indication that the reported separation was related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4)